Event description:
Information was received indicating that a smiths medical cadd ms3 pump was giving 4 beeps and "not running". The patient reported that when she looked at the cartridge inside the pump, it was empty there were no leaks. The patient changed the batteries, but still got the same alarm. The patient set up a backup pump, but about 2 hours later, she had the same problem with backup pump. It was unclear if the display actually displayed any error messages. The patient went to the emergency room and the hospital staff along with a nurse was able to get the alarm to stop and the pump running again. It is unclear if there was any interruption to her therapy at the time. The pump was eventually running and working well. The infusion of remodulin was life sustaining. Per patient, there were no changes in breathing, no side effects reported, no injuries from pump issues.